Manufacturer narrative:
Complaint confirmed. Upon visual inspection, no problems were noted with the device. A burning smell was noted to be coming from the device. Functional testing was not performed due to potential hazards with burning smell present.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10060 angel centrifuge stopped working. The facility stated they smelled a burning smell, the plate would not spin, and the screen went black. This was discovered during a clinic prp injection. Due to this issue, the patient was sent home and no prp injection occurred. No patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.